Event description:
It was reported to boston scientific corporation that a previously implanted advanix pancreatic stent was being removed from a patient during an endoscopic pancreatic duct stent replacement procedure from the bile duct performed on (B)(6) 2022. During the planned stent replacement procedure, a pair of grasping forceps was used to remove the previously implanted stent, however, it became separated. It was reported that the broken stent was successfully removed from the patient and another advanix pancreatic stent was implanted and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter state: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.